Event description:
A pt admitted with stable angina type cccs2 underwent a procedure to a 3.2mm, moderately tortuous proximal lad with 80% stenosis. The 15mm de novo, type b2 target lesion was concentric and irregular with little or no calcification; thromus was present. The site was not predilated. A 3 x 18mm cypher stent was implanted at 16atm with satisfying results, per report. The site was postdilated with a 3.5x15mm balloon at 16atm for insufficient flow. Timi flow was 2 pre and 3 postprocedure. The pt was discharged two days later. Sixteen months later, the pt died of a heart attack. The event was reported as being unrelated to the device.